Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative, it was determined that the right atrial (ra) lead and right ventricular (rv) lead were reversed in the header block. The ra and rv lead were revised and placed in the appropriate port and remain in use. No patient complications have been reported as a result of this event.